Event description:
Isite pacs supports the multiplanar reformation (mpr) of patient images. On (B)(6), 2007, a customer complaint reported that when using isite to perform mpr the left and right orientation markers were being displayed incorrectly. Further investigation revealed the reversed orientation marker display occurs when the mpr feature is used on images that are acquired with a tilted gantry or reformatted at the modality prior to receipt in isite pacs. Subsequent in-house testing revealed that the reported issue is repeatable. Testing has also shown that mpr images not subject to reformatting or acquired with a tilted gantry position are correctly displayed in isite. The original dicom images are on isite and presented in correct orientation next to the mpr images when they are displayed on the monitor. There are no reports of patient injury related to this issue.